Event description:
It was reported that during a prostate procedure forward firing occurred. The procedure was completed with another of same device. No injury reported.

Event description:
It was reported that during a prostate procedure, with 161532 joules used and 17 minutes expended forward firing occurred. The procedure was completed with another of same device. The tip of the fiber was not cleaned during the procedure. No injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip exhibits no signs of breaks/fractures; the glass cap bevel edge and metal cap are not aligned; the glass cap can rotate independently of metal cap, and protruding from metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the product complaint "forward firing" could not be confirmed. The probable root cause of complaint is: not confirmed - returned. Additional information: glue failure was observed. The probable root cause of failure is: operational context. The probable root cause of failure was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. Upon further investigation of the information provided, the manufacturer has determined that this event no longer meets the requirements of the reportable event for the device in question.